Event description:
Event description guidant received information that after the pacing leads were placed during the implant procedure, this patient's hemodynamics reacted badly during vvi mode pacing testing. Testing was, therefore, limited, however, sensing, impedance and threshold measurements were all verified to be within normal limits. The patient recovered and the pacemaker was implanted and the pocket was closed. Upon completion of the implant procedure, the patient displayed signs of respiratory distress and the electrocardiogram indicated that the patient was experiencing ischemia. Loss of capture was then observed and resuscitation was attempted. After CPR and multiple shocks were unsuccessful, the patient died. A physician suspected that the cause of death may have been tamponade, massive cardiac infarction or respiratory failure, however, the cause of death was never ascertained.